Event description:
Customer reported a past low blood glucose event. The lowest blood glucose level recorded was 40 mg/dl. Customer consumed carbohydrates as a treatment action, and no assistance was required from a third party. Customer's pump had the control-iq feature turned on, but the suspected cause of the low blood glucose event was unknown. Cts recommended the customer consult their healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.